Event description:
It was reported that a volume discrepancy occurred and possible over-infusion was noted. On (B)(6) 2014, the expected residual volume was 2.7 ml and the actual residual volume was 1 ml. On (B)(6) 2014, the expected residual volumes and the actual residual volumes were noted to be within range. On (B)(6) 2014, the expected residual volume was 3.2 ml and the actual residual volume was 0.1 ml. It was noted that the patient will be brought in a month early to monitor the volume discrepancy. Additional information later received on (B)(6) 2014, reported on (B)(6) 2014, the expected volume was 2ml and the actual volume was 1.5ml. On (B)(6) 2014 a 10% increase was performed. The pump was explanted and returned to the manufacturer. The drugs in the pump was morphine and bupivacaine. Patient symptoms or outcome were not reported. Further follow-up was being conducted to obtain information. If additional information received a follow-up report will be sent.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿overinfusion-undetermined root cause¿. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate of 300 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10871r28, implanted: (B)(6) 2001 product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.